Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was suspected electromagnetic interference (emi) noise that was oversensed on the right atrial (ra) and right ventricular (rv) channels of this cardiac resynchronization therapy defibrillator (crt-d) device. This resulted in pacing inhibition and greater than two seconds of asystole. The products remain in-service. No adverse patient effects were reported.